Manufacturer narrative:
Date is approximate . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a ventricular lead impedance warning due to electromagnetic interference on the implantable pulse generator (ipg) during surgery. The ipg remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the rep. It was reported that rep met with patient for first time since initial report in november. Patient had been unable to meet until 1/8/18. At this appointment, ipg was unable to be interrogated due to it being uncharged and dead. Ipg noted to be on its side and side of ipg is noticeably sticking out at pocket site. Unable to manipulate to allow for interrogation due to tenderness at site. Patient reports the ipg has been in this position since her sliding incident where she felt the "pop" in november. She has been unable to charge since then. Hcp plans to perform pocket revision and move ipg to opposite flank. Surgery date is not known at this time. Reports coverage was good at last use. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that a revision took place on (B)(6) 2019. T he ipg was relocated to the opposite flank to fix issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. Patient did not show up to their appt. On (B)(4) and rescheduled to meet on (B)(4) 2019.patient has been using their stimulator since initial report. Rep will interrogate the ins at meeting on (B)(4) 2010 and report any new issues/updates as needed.